Event description:
The doctor has indicated loss of integration, and possible infection. The implant has lost primary stability and is in close proximity to the sinus apically. The implant has been removed, and the area re-grafted. The doctor plans to re-implant when healing is completed.

Manufacturer narrative:
The complaint investigator has reviewed the returned niitp6513 nanotite tm tapered certain prevail implant 6/5 x 13mm. The returned product was intact, no fracture condition was observed. No anomalies or defects were observed on the returned product. DHR from this lot has been reviewed and no non-conformances related to this issue were found. Irradiation certificate has been reviewed and no non-conformities were found. No deviations were identified through the investigation performed that may have contributed with the ni/li plus infection. A definitive root cause cannot be determined.